Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable insulation was ruptured and caused the programmer to shut down when the cable was moved. The rf head cable was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.